Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "not attached" error message of the level sensor on the perfusion system. The device was not changed out while on cpb. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
After resetting and reapplying sensor gel several times, the perfusionist disabled the level sensor.